Manufacturer narrative:
Date of event is estimated. During processing of this incident, further information regarding weight was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient developed knots scar tissue around ipg pocket incision site. In turn, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg pocket incision site was revised. Therapy was restored.